Event description:
It was reported that the ilet bionic pancreas delivered no insulin for extended periods due to occlusions with a reported blood glucose of 400 mg/dl. The insulin delivery resuming only after a supply change, and the user identified prior occlusion alerts; the infusion set was a contact detach with a 23" length placed on the abdomen, and the issue involved obstruction of flow associated with the connector/coupler. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation-related problem causing obstruction of flow at the connector/coupler, consistent with the reported occlusions. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.